Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a left total knee arthroplasty on (B)(6) 2017 utilizing depuy synthes components including patella resurfacing with depuy cement x 2 with no complications. On (B)(6) 2021, she underwent a revision for pain and loosening of the tibial tray. Intraoperatively, the tibial baseplate was lifted out of the cement mantle without removal of any bone. Though loosening was not stated at the time, surgical findings did indicate "loosening of the tibial tray." The revision procedure was completed without complications. Doi: (B)(6) 2017, dor: (B)(6)2021, left knee.